Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the images supplied from the field, it was noted that the outer hood was damaged/warped into multiple pieces. Since the device was not returned for evaluation, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error due to prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/07/2024, it was reported by a sales representative via e-mail that an ar-8400td torpedo broke. This occurred during a case on (B)(6) 2024 where the device broke within the first few minutes while shaving a small portion of tissue within the knee. The fragments were retrieved from the joint. No additional information was provided, and additional information has been asked. On 03/11/2024, additional information was provided via email. This was discovered during a meniscal repair procedure. All fragments were retrieved. Another ar-8400td was used to complete the case.